Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the electrode array is in the external auditory canal. The user was explanted. It is currently unknown if a new device was implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the electrode was pulled out of cochlea during ear cleaning with a cotton swab. This is a final report.

Event description:
It was reported that the electrode array is in the external auditory canal. The user was re-implanted with a new device. The issue reportedly started on (B)(6) 2024 and was likely caused by the user using cotton swabs.